Event description:
The user reported that the screen was freezing. No pt harm was reported. Rebooting the system resolved the issue temporarily, but the system screen freeze would recur after a short period of time.

Manufacturer narrative:
(B)(4). This was deemed reportable due to the fact that the system's screen froze with no moving waveforms or changing numerics. If this issue was to recur, it may lead to a delay in providing potentially necessary therapy to a pt, if the user was unaware of the problem. The device was returned to the MFR for evaluation and the reported problem was not duplicated. The device was configured for testing with telemetry transmitters and bedside units and the system was allowed to run over a weekend to see if it froze up. Following the weekend, the system's pt data was reviewed and it was determined that no pt data was missing, which indicated that the system did not freeze up. The system was allowed to run for a total of seven (7) days and there was no screen freeze noted. Following this testing, the system was opened up and it was found that there was a lot of dust, which could have restricted air flow inside the system. Restricted air flow elevates the internal temperature of the device and causes the device to exceed temperature specifications. As a result, this could impact the device's performance. The dust was removed and all internal cables and wires were re-run in an attempt to allow for good internal air flow. The user facility's biomedical engineer was also called to discuss the results of the device eval and he reported that they had changed the system's microprocessor before they sent the device in for eval. The biomedical engineer also reported that the system had properly functioned for a number of days at the user facility after the microprocessor was replaced. The device was then fully functionally tested and returned to the user on (B)(6) 2010. Since the device was returned to the user, there have been no reports of the persistence of the problem. The device's instructions for use advise users to properly position the device in a well-ventilated area with proper airflow and cooling to ensure proper operation. Additionally, the instructions for use instruct users to remove dirt and dust from the device periodically as part of device maintenance. The available info suggests that either restricted air flow or the system's microprocessor caused the reported failure to function as expected, but this cannot be confirmed. The available info does not support that there is any systemic problem with this device, therefore, no additional investigation or action is warranted.